Event description:
While the surgeon was using the laser fiber to do a partial lateral meniscectomy, the fiber exploded, charring tissue. Another fiber was used to finish the procedure. Both laser fibers had been re-sterilized.